Manufacturer narrative:
Film evaluation summary; the cause of the migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not returned for comparison. CT¿s returned from ~13 years post-implant revealed that an aneurx bifurcate had migrated into the sac with a proximal type I endoleak. The proximal neck just below the renals measured ~19mm, and the short neck quickly dilated to >30mm. The bifurcate proximal od was radially off-set to the infrarenal neck by ~3cm¿s. It is possible that disease progression, with neck dilatation and aneurysm morphology changes, may have contributed to the migration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm.   It was reported that the patient returned for follow up CT approximately 13 years post the index procedure. CT revealed the neck has dilated and the stent graft has migrated with a type ia endoleak observed. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.